Manufacturer narrative:
(B)(4). Other device used: catalog #00801802803, versys femoral head, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocating anteriorly.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Device history record review and complaint history review could not be performed as the lot numbers are unknown. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause for the reported issue cannot be determined with the information provided.